Manufacturer narrative:
Block e1: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a0414 captures the reportable investigation result of a balloon torn circumferential. Block h11: investigation results- the returned cre pro wireguided dilatation balloon was analyzed, and a visual and microscopic inspection found that the balloon was torn circumferentially. No other problems with the device were noted. Investigation of the returned device revealed that the balloon was torn circumferentially. The circumferential tear on the balloon is likely to have occurred due to procedural factors such as excess of pressure or interaction with other devices. Also, it is possible that interaction with a sharp surface during or previous to the procedure could create friction on the balloon, causing the tear found on the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the d2 duodenal during a papilla dilation procedure performed on (B)(6) 2025. During the procedure, the cre balloon could not be inflated. All connections and ports were thoroughly checked to ensure they were properly connected and sealed with no leaks, but the balloon still could not be inflated. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of a balloon circumferential tear. Please see block h11 for full investigation details.